Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-nov -2017 with the following findings: a review of the pump black box data revealed pump reboots. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. The battery compartment threads were stripped. The battery cap was not returned with the pump. The cap was able to fit to maintain an electrical connection. The test cap was tightened and then unscrewed ½ turn leading the pump to reboot; power complaint was duplicated. The test cap was tightened and the pump was exercised for 24 hours with no power interruptions. Unrelated to the complaint, investigation revealed a crack in the cartridge compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.